Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a shoulder scope procedure, the lateral anchor was pulled out from the bone. A revision surgery was performed to remove the anchor. No patient injury or complications were reported.

Manufacturer narrative:
Examination is not possible, as the device has not been returned, however a photograph was provided. The photo shows a footprint anchor and a short length of suture in a specimen bottle. Examination of the photograph is inconclusive. In reviewing the provided MRI images, we agree with the observed increase signal around what was the tip of the footprint anchor. Using only the images for assessment, these changes might be consistent with micro-motion of the tip of the footprint anchor. Because of the nature of the design, this could be seen when there is extreme stress on the suture side of the anchor causing a pivoting action and movement of the anchor tip. The fact that it was stable and in good bone quality when the procedure was complete, it is likely that an extreme stress or overuse post-operatively or even during rehabilitation occurred. After the evaluation, the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).